Manufacturer narrative:
(B)(4)

Event description:
It was originally reported that the patient's recharger was not charging the neurostimulator. Subsequently, it was reported that the patient visited her physician and the company representative. She noted that she had surgery to fix the device issue and had no further problems.